Event description:
A us distributor reported that an electrode belt can not run detect and treat testing

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. The dn to rear cable was pulled out of strain relief. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.